Event description:
During service, the baxter repair technician reported a failure code 570 in the event history. The hospital representative stated that there were no reports of pt injury or medical intervention.